Event description:
Novasure procedure was attempted x3 but did not pass cavity test. A new novasure device was opened and functioned without issue on the first attempt. Novasure representative (B)(4) present for case. Diagnosis or reason for use: d&c, hysteroscopy, endometrial ablation.